Event description:
Reporter indicated, a vns therapy programming wand would not allow successful interrogation. The wand batteries and connectors were replaced, but the issue was not resolved. Good faith attempts, to obtain the product for analysis, have been unsuccessful to date.